Event description:
It was reported that during an a-fib procedure, it was noticed that the patient's blood pressure dropped. A pericardial effusion occurred and it was confirmed with an ice. A pericardiocentesis was performed and the fluid was drained. The patient was reported in stable condition and stayed in the hospital at the time the event was reported.

Manufacturer narrative:
Product analysis was not performed since it was not returned for bwi investigation. Concomitant products: carto 3 system us catalog #: fg540000, serial #: (B)(4). Stockert 70 system catalog #: s7001, serial #: (B)(4). Cool flow pump catalog #: cfp002, serial #: (B)(4). Ez steer coronary sinus catalog #: bd710fj282rts, lot #: unknown. C3 nav variable lasso catalog #: ln222515ct, lot #: unknown. (B)(4).